Event description:
User alleged one of their clinicians, from the birthing center, tried to use an infant resuscitator and when they pulled the product out of the bag, there was no face mask. No adverse pt outcome reported.